Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown - locking compression plates - distal femoral plate (lcp-df)/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article maclean, s., evans, s. And o'hara, j. A comparison of reversed locking compression-distal femoral plates and blade plates in osteotomies for young adult hip pathology. Hip international, volume 23, issue 6, pages 565-569, 2013. The aim of the study was to compare fixation of proximal femoral osteotomies using reverse contralateral locking compression plates - distal femoral plates (lcp-df) (synthes) with traditional blade plate technique using a 95-degree condylar plate or a 130 degree blade plate. 46 patients were identified; 23 patients in the lcp-df plate group (7 females, 16 males, mean age 18.3 years) and 23 patients in the blade plate group (6 females, 17 males, mean age 19.1 years). In the lcp-df group there was one revision for implant failure, the patient fractured through the plate and osteotomy site while playing rugby when a scrum (potential weight of 16 players) collapsed on top of his leg four months following his osteotomy. This was revised to another lcp-df plate and united uneventfully at 10 months postoperatively. In the blade plate group there were a total of four failures. This is report 1 of 1 for (B)(4). This report is for an unknown - locking compression plates - distal femoral plate (lcp-df) and refers to one patient who fractured through the plate and osteotomy site and required revision.